Event description:
It was reported that the patient presented remotely via merlin.net transmission. Analysis of the transmission noted that the implantable cardiac monitor (icm) exhibited oversensing that caused inappropriate episode recorded. No programming changes were made. No patient consequences reported.